Event description:
Sorin group received a report that the double head pump displayed an error code. The pump stopped. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the double head pump displayed an error code. The pump stopped. There was no report of pt injury. A field service tech was sent to the facility to investigate this issue. During technical troubleshooting, the rep was able to reproduce the error code. A replacement pump was sent to the hospital. The pump was sent to sorin group (B)(4) for analysis. A f/u report will be sent with the results of their investigation.